Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 sensor provided readings over 300 mg/dl with rapid rise indicators while a confirmatory fingerstick measured 200 mg/dl, and the caregiver reported the cgm had been inaccurate throughout the day; insulin was delivered based on the elevated cgm values, after which the patient experienced a subsequent hypoglycemic event to approximately 50¿52 mg/dl that was treated with oral carbohydrate, and the caregiver planned a sensor replacement. Symptoms included hypoglycemia. Outcomes included transient out-of-range glucose lasting less than an hour with recovery to target range and no medical intervention or hospitalization. Investigation included troubleshooting and user education, with recommendation to replace the sensor. Investigation of this case revealed suspected inaccurate cgm glucose values leading to inappropriate insulin dosing and a resultant low glucose event, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the most likely cause was inaccurate cgm input leading to inappropriate automated dosing.